Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported paramedics were called to assist with her low blood glucose. Customer stated she forgot to turn off basal all night as she does have a pattern set. No further details provided at time of call.